Event description:
A journal article reported the results of a retrospective chart review at (B)(6). The purpose of this article was to evaluate the reference and surgical outcomes of cataract surgery with an astigmatic intraocular lens (iol) performed at a teaching hospital. The (B)(6) determined that all pts having cataract surgery with corneal astigmatism of 1.5 diopters (d) or greater would be eligible to receive this iol. The objective of this study, was to evaluate the surgical and refractive outcomes of cataract extraction with an astigmatic iol placement performed in a resident-teaching setting to ensure that the extra complexity associated with astigmatic iol's does not negatively affect pt outcomes. All data was obtained via a retrospective chart review and entered into a standard computerized database for subsequent analysis. The primary outcome measure was the refractive and surgical outcomes 1 month after surgery, including the deviation from the anticipated spherical and cylindrical correction. A secondary outcome measure was intraoperative and postoperative complications. Of the 99 patients whose charts were reviewed, three were excluded because their follow-up was shorter than a month, one was excluded because of the need for reoperation to explant the astigmatic iols before the 1 month f/u visit, and one other pt was excluded because of a corneal transplant. Although the latter two pts were excluded from the refractive outcome analysis, their info was included in the section reporting the complications during surgery. The 94 eyes of 80 pts (14 with bilateral iol implantation) were included in the primary analysis. Postoperatively, the refractive cylinder was statistically significantly lower than the baseline k value. Because 47 eyes had preoperative corneal astigmatism greater than 2.00 d, some degree of refractive cylinder was anticipated in this group. The 57 pts had refractive cylinder (+/-) 1.00 d of target. The 28 pts had refractive cylinder that was more than 1.00 d from the target. Six eyes (7%) had an increase in refractive astigmatism after surgery. The cause of the increased refractive astigmatism was incorrect iol placement in 2 of the 6 eyes; no details to explain the increased astigmatism were documented for the other 4 eyes. Of the latter 4 eyes, the increase in refractive astigmatism was mild (0.70 to 0.80 d) in 3 eyes and moderate (1.45 d) in 1 eye. The mean corrected distance visual acuity (cdva) improved from 20/115 at baseline to 20/35 postoperatively, with 86 eyes (92%) having a cdva of 20/50 or better. The cdva was limited by surgical factors (persistent corneal edema) in two eyes (2%) and by preexisting ocular conditions in the remaining eyes with cdva worse than 20/50. In six eyes with a cylindrical change, the etiology of the change was surgical iol rotation (1), positional change due to sulcus placement (1), and incorrect initial refraction (1). No definite cause was documented in the remaining 3 eyes. A posterior capsule rupture occurred during surgery in two eyes; anterior vitrectomy was performed and the astigmatic iol was placed in the sulcus. Although the refractive postoperative se in these two eyes was -1.88 d and -2.25 d and the residual cylinder 3.75 d and 3.00 d, respectively, the postoperative cdva was 20/40 (limited by dry age-related macular degeneration) and 20/20 respectively. In another pt who had a posterior capsule rupture, the astigmatic iol was placed in the capsular bag. This lens dislocated into the vitreous cavity one week after surgery, and the pt had an uneventful iol exchange surgery with implantation of a 3-piece acrylic iol in the ciliary sulcus. The astigmatic iol was placed in an incorrect position at the time of surgery in 2 eyes. The error was noted 1 day after surgery in one case and one month after the surgery in the other case. Both eyes had repeat surgery with rotation of the lens into the proper axis one week and one month respectively, after the original surgery. The second eye had persistent corneal edema after the second surgery with cdva of 20/60. Partial subluxation of the iol into the anterior chamber occurred in one eye, one day after surgery. The pt had an iol repositioning one week after the initial surgery; the cdva recovered to 20/20 (se -1.00, residual cylinder 0.50) one month after the repositioning surgery. Three eyes developed corneal edema after surgery. The edema resolved in 1 eye 6 months after treatment; the cdva remained stable at 20/30. The edema was persistent in the other 2 eyes (including the eye with the realigned iol), with a resulting cdva of 20/60 and 20/400 respectively. One eye had a vitreous stand to the corneal would one day after an uneventful surgery. The eye was observed and maintained a cdva of 20/20 without further complications. This study found that the added complexity associated with the astigmatic iol placement allowed residents to participate in perioperative astigmatism management without compromising pt safety beyond a level inherent in resident based surgery. The authors concluded that the astigmatic iol planning, implantation, and postoperative surgical assessment, including periodic protocol review, can be implemented as part of a properly equipped resident training program. This medical device report is being filed to summarize the reportable data represented in the journal article.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Additional info was requested on 02/24/2012 and 03/09/2012 by phone, fax, and mail. A completed questionnaire has not been received. Poueyeh b, galor a, junk a, pelletier j, wellik s, gregori n, tretacoste j. Surgical and refractive outcomes of cataract surgery with toric intraocular lens implantation at a resident-teaching institution. J cataracy refract surg; 2011;37:1623-1628. (B)(4).